Event description:
A troponin I was reported on an emergency room patient as negative. When repeated, the result was positive-0.63ng/ml. Dade behring was notified and service was called to evaluate the instrument and reagent. The patient was treated appropriately and there was no injury due to the incorrect result.